Manufacturer narrative:
Additional devices implanted and/or related to this event: plc121400/ 21543866 UDI (B)(4), plc141200/ 22325548 UDI (B)(4), pll161407/ 21435624 UDI (B)(4), plc121200/ 21057359 UDI (B)(4), and plc141400/ 22511899 UDI (B)(4).

Event description:
On (B)(6) 2020, the patient was implanted with a gore® excluder® aaa endoprostheses to treat a ruptured abdominal aortic aneurysm. It was reported there was an unresolved proximal type I endoleak. The physician chose to explant the gore® excluder® aaa endoprostheses and convert to open repair. The patient tolerated the procedure. Reportedly, during procedure, there was a time when chest compressions were performed. The patient had previous heart stents implanted. Later that day on (B)(6) 2020, the patient expired. The cause of death is unknown.

Manufacturer narrative:
Addition: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Addition: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the following warning among others: adverse events that may occur and/or require intervention include but are not limited to: endoleak and death.